Manufacturer narrative:
Batch review performed on 07 may 2021: lot 2008580: (B)(4) items manufactured and released on 16-sep-2020. Expiration date: 2025-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the 11mm insert with a 12mm one 28 days after primary to give the patient more stability. The surgery was completed successfully.